Event description:
On (B)(6) 2015 first level investigation noted a vertical line through the middle of the aviva combo meter display during their investigation. No adverse event reported. The device was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.